Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4)

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, infection of the subcutaneous pocket was observed on (B)(6) 2018 and the patient was hospitalized. On (B)(6) 2018, it was decided that the explantation procedure would occur at a different hospital on (B)(6) 2018.

Manufacturer narrative:
The pacing system was explanted on (B)(6) 2018.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, infection of the subcutaneous pocket was observed on (B)(6) 2018 and the patient was hospitalized. On (B)(6) 2018, it was decided that the explantation procedure would occur at a different hospital on (B)(6) 2018.